Event description:
It was reported that the patient had the pump implanted for intestinal cancer pain and being in a chronic immuno-compromised state. On (B)(6) 2013, the patient had his pump filled through a home health company. The patient did not have any adverse reactions after the refill. On (B)(6) 2013, the home health agency came to the patient's home to increase the pump dosage. The next day the patient woke up with extreme back pain. He had never had this pain before. The patient started feeling "sick" and his doctor asked him to go to the hospital. The patient's symptoms included fever and pain. The patient was hospitalized and it was found that he had a bacterial and yeast infection in his blood. The doctors were trying to locate the origin of the infection. A culture of the drug in the pump reservoir and a lumbar puncture were performed. The results were unknown. The patient was started on antibiotic treatment and the pump was filled with preservative free saline and set to minimum rate. The patient's status was reported as 'alive - with injury.' The device system was used to deliver infumorph and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).